Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on properly with fully functional audible tones and vibration. The audible tones tested within specifications. The pump case was removed and no defects were found to the audio circuits.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. It was reported that the pump audible tones were not as loud as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.